Event description:
It was reported that pump malfunction occurred after pump was dropped and showed malfunction code 24 with a non-resettable fault. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, was provided instructions for storage mode and pump return, and was informed about programming settings and reconnecting continuous glucose monitor on replacement pump; technical support confirmed warranty and shipping details and arranged shipment of replacement pump while instructing customer to return problematic pump within 10 days.